Event description:
It was reported that the bd smartsite luer lock valve port was leaking. The following was recieved from the initial reporter: this report is about leakage. The product was used as an extension tube for huber needle. When priming, saline leaked from the smartsite in the side tube, which was not connected to anything. Because the leakage was slight, the product was connected to a huber needle. When backflow of blood was checked, leakage from the side tube was confirmed, and the complaint product was replaced. Product defects are requested to be identified.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite luer lock valve port was leaking. The following was received from the initial reporter: this report is about leakage. The product was used as an extension tube for huber needle. When priming, saline leaked from the smartsite in the side tube, which was not connected to anything. Because the leakage was slight, the product was connected to a huber needle. When backflow of blood was checked, leakage from the side tube was confirmed, and the complaint product was replaced. Product defects are requested to be identified.

Manufacturer narrative:
Investigation summary: it was reported there was liquid leakage. No damage or deformity was observed in the appearance of the current product (photo 1-2). In addition, leakage could not be confirmed from any part in the air tightness in jis standard (200kpa, no leakage of liquid by pressurization for 15 minutes) (photo 3) and in the low pressure (pressurization of 5kpa or less for 15 minutes) (photo 4). In addition, no abnormalities were detected in the confirming the airtightness in the release test (extraction test, n=8 tubes) of the manufacturing number in question. The possibility that there was an accidental and temporary malfunction or incomplete connection of the side tube mixing injection site was suspected because product was not abnormal and reproduction was not achieved, but it did not lead to the identification of a clear cause. A device history review could not be completed as no batch number was provided.